Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and shock therapy for an atrial arrhythmia. Therapy was exhausted and the patient remained in the atrial arrhythmia. Technical services was consulted and offered troubleshooting and programming options. Device optimization is needed for this patient. The crt-d system remains in service at this time. No additional adverse patient effects were reported.